Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red, oozing skin irritation under the back therapy pad of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed clobegalen 0.05 mg ointment for the skin irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.